Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, however, a paper investigation was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking from patient line during treatment. There is no known patient ill effect. There is no sample available for evaluation.